Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm on multiple occasions. Troubleshooting with tandem technical support was unable to be performed at the time of the call. Customer had elevated blood glucose levels reaching 488 mg/dl. Customer delivered boluses to stabilize blood glucose levels.